Event description:
The manufacturer received information alleging a ventilation service required had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch, was observed in the device's error log. The service technician further evaluated and found the blower assembly and machine flow sensor were tainted with black dust and the in-line proximal filter in the fio2 return tubing was clogged with dust. In conclusion, the device's machine flow sensor, blower assembly, and in-line proximal filter were replaced to address the issue. The device passed all final testing. Additionally, during the service of the device, the muffler assembly and air inlet foam filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.